Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches and nausea for a long period of time. The patient did report to receive medical intervention and was prescribed panodil by a physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.